Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin p ump was received with currents within specification. No blank display, the lcd board tested ok and no a21 alarm. The insulin pump passed a21 error alarm test. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 228 mg/dl. The customer was advised to insert the new aaa alkaline battery and the display returned. The customer stated that she received a21 alarm. The customer insulin pump would re-loop after inserting a new battery and go back to a blank display determined the insulin pump needed to be replaced.